Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The pt had excessively tortuous vessels and an angulated aortic neck. It was reported that the pt had type ii endoleaks that caused the aneurysm to enlarge from 5 - 7.5 cm and there was poor fixation of the stent graft in the iliac arteries, which resulted in explanting the stent graft in 2004. It was noted that during the explant procedure there was thrombosis and mild calcification present in the sealzones. No clinical sequelae were reported, and the pt is reported to be alive. The explanted stent graft was returned to medtronic 5 days later and its evaluation is pending.